Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was reported that there were pause episodes due to undersensing on the device. Additionally, there were display anomalies with the egm. No intervention was performed and the patient was stable.